Event description:
It was reported by service report that the footboard was damaged. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Sharp edges on broken footboard.